Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to vaginal vault prolapse after hysterectomy, and sui. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, dyspareunia, and other. It was reported the patient underwent mesh procedure on (B)(6) 2014 due to frequency and urgency. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent percutaneous neuromodulation implant-interstim-bilateral on (B)(6) 2014 due to frequency, urgency and nocturia. It was reported that patient underwent 1st and 2nd stage interstim implant with fluoroscopic assistance and complex initial programming of device on (B)(6) 2014 due to frequency and urgency syndrome. It was reported that patient underwent removal of interstim device, wound irrigation and cultures on (B)(6) 2014 due to infected interstim device left buttock. (B)(4).